Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the patient had sudden episodes of diarrhea and couldn't get to the bathroom. They also reported having back pain. It was noted that these symptoms started two days prior to the report and they were running to the bathroom every 5-10 minutes. The back pain felt like a pulled muscle and was still present after the diarrhea had subsided. They reported that they did feel stimulation in the correct area and hadn't done anything that could have been related to the issues. They further reported that they had spoken with a manufacturer representative, who had changed the program, but didn't remember when. They thought they were on program 4 before the change and wanted to go back to it. The patient switched from program 1 at 1.8 v to a program at 1.7 v. It was noted that the patient was also feeling nervous because they couldn't make it to the bathroom when the episodes began. On (B)(6) 2016, the patient further reported that they had fallen in the bathtub on the friday prior to the report and the back pain and diarrhea started on the sunday prior to the report. They stated the episodes lasted for 3 hours and the same thing happened the next 4 days. The patient reported that their back pain got better a week after the report. For the diarrhea, they took an imodium ad every day. The back pain was resolved, but, without the imodium ad, the diarrhea was still bad. They did not have control of getting to the bathroom. They didn't go in to their doctor because this was exactly how they were before the implant. They further stated that if the implant wasn't working then they would need to have it taken out.

Event description:
Additional information was received from a con. It was reported that the patient notified their managing physician, but they would not see the patient. They were told to go to their primary doctor. They reported that the symptoms finally wore off. The back pain had stopped, but they were still having diarrhea.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.